Event description:
Physician doing surgery reported to product supplier a potential problem with locking screw. Hosp unaware. Hosp notified on 2/5/96 from supplier that they intended to report. Pt had pain since knee replaced in 3/94.